Event description:
In preparation for an esophageal varices banding procedure the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The loading catheter was used to load the ligator barrel onto the endoscope before inserting the endoscope (with loaded ligator) into the patient. During the loading process, the small blue hook located on the end of the loading catheter reportedly "broke off" the loading catheter, but remained attached to the ligator string. The blue hook was able to be removed and the ligator was loaded using the other end of the loading catheter (the loading catheter has a blue hook on both ends). A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. One blue hook was fully separated from the loading catheter. Breakage of the blue hook component did not occur. The other blue hook remains securely attached to the other end of the loading catheter. The appropriate personnel performed a review of the equipment procedure documentation related to the blue hook to joint process. A discrepancy with the equipment settings used during manufacture of this loading catheter was not observed. The inner diameter of the loading catheter where the blue hook separated was subjected to a dimensional verification. The inner diameter of the loading catheter measured within the appropriate specifications. Also, the back end of the blue hook that sits inside the loading catheter was subjected to a dimensional verification. The blue hook measured within the appropriate specifications. Therefore, a discrepancy with the loading catheter components that could have contributed to this report was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Separation of the blue hook from the loading catheter can occur if the catheter receives excessive pressure during the loading process. The instructions for use direct the user to leave approximately 2cm of the trigger cord between the knot on the trigger cord and the hook on the loading catheter during the loading process. If the trigger cord was attached to the hook with the knot beside the hook, this could create resistance when withdrawing the loading catheter through the ligator handle. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been notified of this type of occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.